Event description:
It was reported that the patient presented for a new implant procedure. It was noted at implant that the right ventricular (rv) lead's pacing impedance was high, repositioning attempts were made with normal impedance, but sensing was low. The rv lead was connected to the generator but t wave oversensing and extremely low sensing was observed. The rv lead was exchanged and replaced. The patient was stable before, during and after the event.

Manufacturer narrative:
Correction: event date b3 - should have populated as jun 2, 2025, correction: date of implant d6a - should have been blank since the lead was exchanged and not implanted.